Event description:
The customer called to report that she was taken to the emergency room for low blood glucose levels with a reading of 11 mg/dl. The customer also reported another occasion where she was treated by the paramedics for low blood glucose levels. No date was given. The customer stated that both times, the reservoir was empty although she had not pressed any buttons or programmed any boluses. The customer stated that she may have been using the recalled infusion sets at the time of the first event. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.